Manufacturer narrative:
Company comment: the serious event of nodule at implant site was considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure. Potential contributory factor includes injection technique. The sculptra was intentionally misused with regards to dilution. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To date, six medical complaints have been reported including this case, three of which involved nodules. To rule out a non-conforming product, a batch record review will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 25-jun-2024 by a physician concerning a 41-year-old female asian patient. The patient was not pregnant or breastfeeding. The medical history of the patient included subarachnoid hemorrhage (sah) and adhd. Concomitant medications included amlodipine [amlodipine], vyvanse [lisdexamfetamine mesilate] and vortioxetine [vortioxetine]. No information about history of allergies or previous filler treatments has been provided. On (B)(6) 2021, the patient received treatment with one vial of sculptra (lot 0j8881) to side of the face over the malar projection region in the following proportions: 1.5 ml temporal; 1.5 ml pre-ear; 1.5 ml mandibular and 0.5 ml malar using 22g cannula with unknown injection technique. The one vial of sculptra was diluted with 10 ml dilution: 8 ml of saline [sodium chloride] + 2 ml lidocaine [lidocaine] without vasoconstrictor. The sculptra was diluted with 8 ml of saline (intentional device misuse). The patient did not use the product previously. In jan-2022, the patient experienced a moderate nodule/happy bump (implant site nodule) in the right malar region and was becoming more evident, due to probable superficial placement of the product. The patient went to the physician for consultation due to the adverse event on 01-feb-2022, 23-may-2022, 07-jun-2022, 21-jun-2022, 12-july-2022, 02-aug-2022, 27-sep-2022,17-jan-2023, 31-jan-2023, 09-may-2023, 20-jun-2023, 11-july-2023, 15-aug-2023, 10-oct-2023, 08-nov-2023, 22-nov-2023, 19-dec-2023, 16-jan-2024, 05-apr-2024, 30-apr-2024, 04-jun-2024 and 25-jun-2024. The physician informed that patient had already received treatments with intralesional saline [sodium chloride] solution four times, one of them guided by echo and unspecified intralesional corticosteroids twice. At the moment, patient was receiving fourth session of ultraformer plus hyaluronidase [hyaluronidase] and did not reduce despite all the measures taken. The patient underwent ultrasounds tests twice; the first was on (B)(6) 2022. In the topography of the palpable lesion had not reduced and was becoming increasingly apparent in the right zygomatic region, an iso echogenic image measuring 0.6 x 0.3 cm was identified in the superficial subcutaneous tissue that extended medially to the malar region with an extension of approximately 2, 3 cm to approximately 0.2 cm from the skin, without inflammatory signs, findings that suggested tissue changes related to the use of polylactic acid, happy bump. The ultrasound test was repeated in mar- 2024, with the same results. The reporter did not understand that how the product was still the same after almost 3 years of the application. The reporting physician assessed the intensity of events as moderate and causality as probable. Outcome at the time of the report: nodule/happy bump was not recovered/not resolved/ongoing. Sculptra was diluted with 8 ml of saline was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 02-jul-2024 from the same reporter. Event (intentional device misuse) added. Patient demographics, medical history, concomitant medications, suspect device implant date, location, volume, needle type, expiry date, verbatim of event implant site nodule, event onset date, severity, outcome, reporter causality, laboratory test and corrective treatment details were updated.

Event description:
History of case reference number (B)(4) is a spontaneous report sent on 25-jun-2024 by a physician concerning a 41-year-old female asian patient. The patient was not pregnant or breastfeeding. The medical history of the patient included subarachnoid hemorrhage (sah) and adhd. Concomitant medications included amlodipine [amlodipine], vyvanse [lisdexamfetamine mesilate] and vortioxetine [vortioxetine]. No information about history of allergies or previous filler treatments has been provided. On (B)(6) 2021, the patient received treatment with one vial of sculptra (lot 0j8881, expiry date 30-sep-2023) to side of the face over the malar projection region in the following proportions: 1.5 ml temporal; 1.5 ml pre-ear; 1.5 ml mandibular and 0.5 ml malar using 22g cannula with unknown injection technique. The one vial of sculptra was diluted with 10 ml dilution: 8 ml of saline [sodium chloride] + 2 ml lidocaine [lidocaine] without vasoconstrictor. The sculptra was diluted with 8 ml of saline (intentional device misuse). The patient had not used the product previously. In (B)(6) 2022, after 3 months of use, the patient experienced a moderate unilateral nodule/happy bump (implant site nodule) in the right malar region. Initially it was only palpable and after three months it gradually became more visible and become superficial. The patient went to the physician for consultation due to the adverse event on (B)(6) 2022, (B)(6) 2023, (B)(6) 2024. The physician informed that patient had already received treatments with intralesional saline [sodium chloride] solution four times, one of them guided by echo and unspecified intralesional corticosteroids twice. At the moment, the patient was receiving fourth session of ultra former plus hyaluronidase [hyaluronidase], microfocused ultrasound sessions and two applications of triancil [triamcinolone hexacetonide] as a treatment, but without resolution of the condition. The patient underwent ultrasound tests twice. The first ultrasound was performed on (B)(6) 2022. In the topography of the palpable lesion, the lesion had not reduced and was becoming increasingly apparent in the right zygomatic region. An isoechogenic image measuring 0.6 x 0.3 cm was identified in the superficial subcutaneous tissue that extended medially to the malar region with an extension of approximately 2, 3 cm to approximately 0.2 cm from the skin, without inflammatory signs. Findings suggested tissue changes related to the use of polylactic acid - happy bump. The ultrasound test was repeated in (B)(6) 2024, with the same results. The reporter did not understand how the product was still the same after almost 3 years of the application. The reporting physician assessed the intensity of events as moderate and causality as probable. Outcome at the time of the report: nodule/happy bump was not recovered/not resolved/ongoing. Sculptra was diluted with 8 ml of saline was recovered/resolved. Tracking list: v.0 initial v.1 fu received on (B)(6) 2024 from the same reporter: event (intentional device misuse) added. Patient demographics, medical history, concomitant medications, suspect device implant date, location, volume, needle type, expiry date, verbatim of event implant site nodule, event onset date, severity, outcome, reporter causality, laboratory test and corrective treatment details were updated. V.2 fu received on (B)(6) 2024 from the same reporter: event onset date, latency and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious event of nodule at implant site was considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue. Potential contributory factor includes injection technique. The sculptra was intentionally misused with regards to dilution. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To date, six medical complaints have been reported including this case, three of which involved nodules. A batch record review was performed. Sanofi confirmed that no quality issues were identified in the overall manufacturing process of the specified batch. The batch was conforming with the cgmp and to the specification requirements. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.